Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: a review of the black box showed no evidence of power on reset events. The pump was returned with a crack in the battery compartment at the threads to the left side of the grip pad down to the seal, and from the case seal to the grip pad. The battery cap was able to fit for testing. The intermittent power issue was no duplicated during the investigation. The rewind, load, and prime testing was performed successfully. The pump was exercised for 24 hours and no loss of power events occurred. The pump was opened to find no defects. Unrelated to the original complaint, the audio bolus button cover was torn but was still operable. (B)(4).